Event description:
It was reported that the case involved a moderately calcified lesion in the proximal right coronary artery (rca). The device was prepped as normal and pre-dilatation was performed. The xience v was advanced to the lesion site and inflated. During routine post-dilatation, it appeared that the lesion was not stented. The stent was searched for as it could have been in the patient's anatomy, but nothing was seen under fluoro. The guide catheter, guide wire and device were removed as a unit from the patient, as it was felt the stent could be in the guiding catheter. The stent was not found in the guiding catheter, but was found in the protective sheath. Reportedly, there was no resistance upon removal of the protective sheath. A non-abbott 3.0x20 stent was used to stent the patient and following post-dilatation, the procedure was completed successfully. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) - failure to follow steps/instructions. The device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.